Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 25 months ago. One day post implant the patient complained of right thigh numbness. The numbness was reported at the one month follow-up and again at their six month follow- up. At the 12 month visit the numbness was 98% resolved. At the 24 month follow-up the patient reported that the right thigh numbness had resolved 5 months prior. The investigator assessed that the event is procedure related and not device related.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (numbness).